Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse removed and replaced the doppler then completed performance testing on the doppler. No further issues were observed. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the doppler for the cardiosave intra-aortic balloon pump (iabp) was damaged. It was later reported that the customer stated that the doppler was not working intermittently. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined (4118/3233): we are seeking additional information. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the doppler for the cardiosave intra-aortic balloon pump (iabp) was damaged. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.